Manufacturer narrative:
This report is submitted on august 29, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.